Event description:
The manufacturer received information alleging a "service required" alarm condition occurred related to internal battery. The device was not in patient use. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a "service required" alarm condition occurred related to internal battery. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board and internal batter were replaced to address the issue.